Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal cramps"), 2 years 3 months after insertion of essure. The patient was treated with surgery (dilation & curettage, hysteroscopy & endometrial ablation). At the time of the report, the dysfunctional uterine bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain and dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional bleeding') in a 36-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic left tubal occlusion". The patient's medical history included multigravida and salpingo-oophorectomy unilateral. Concurrent conditions included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal cramps"), 2 years 4 months after insertion of essure. The patient was treated with surgery (dilation & curettage, hysteroscopy & endometrial ablation). At the time of the report, the abnormal uterine bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain and abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. There were 4 coils noted on the left side. Patient is s/p previous right salpingo-oophorectomy at the age of 17 due to a large ovarian cyst. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Lot number, reporters, rcc and medical history added. New event added- hysteroscopic left tubal occlusion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional bleeding') in a 36-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic left tubal occlusion". The patient's medical history included multigravida and salpingo-oophorectomy unilateral. Concurrent conditions included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal cramps"), 2 years 4 months after insertion of essure. The patient was treated with surgery (dilation & curettage, hysteroscopy & endometrial ablation). At the time of the report, the abnormal uterine bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain and abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. There were 4 coils noted on the left side. Patient is s/p previous right salpingo-oophorectomy at the age of 17 due to a large ovarian cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal cramps"), 2 years 3 months after insertion of essure. The patient was treated with surgery (dilation & curettage, hysteroscopy & endometrial ablation). At the time of the report, the dysfunctional uterine bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain and dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.